Manufacturer narrative:
Summary: the complaint is confirmed for one (1) of one (1) returned roi-c implant holder (pn: mc9091r) for the failure of instrument broke during operation. Visual inspection of the device reveals that the tip cage holder is fractured. Medical records were not provided for review. Potential cause the cause of the damage cannot be determined at this time since there is no information available regarding how the instrument was being used or handled at the time of the damage. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the inserter hook of the inserter broke off during surgery. The broken tip was retrieved and there was no impact on the patient.